Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the physician stopped the case due to a pimple/cyst forming at the incision location. In turn, no products were opened or implanted and procedure was abandoned.